Event description:
It was reported that cgm displayed malfunction alarm referred to as error 42 while g7 sensor was in use. There was no reported impact to the customer¿s blood glucose level. Customer planned to call back when ready to reset pump, and no additional information was received regarding outcome of event.